Event description:
It was reported that a malfunction alarm with code malf 0 occurred, but no notable events preceded the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support again if any further issues arose, which the customer acknowledged.